Manufacturer narrative:
Additional information: b5. B5: it was reported during follow up that antibiotic treatment was ongoing and the patient was still hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotic (dose, route and frequency were not reported). At the time of this report, the patient has not recovered from the event and remain hospitalized. Pd therapy was discontinued and the patient was on hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital 38 days after event onset. The patient was recovered from the peritonitis event. At the time of this report, the patient remained on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.